Event description:
The needle caps come off easily. Several nurses have gotten stuck when removing syringes from the bag. The rptr stated that, upon examination, he found that cracks in the caps are causing them to fall off. Out of a bag of ten, he found two cracked caps.